Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred, and the customer was subsequently hospitalized with a blood glucose (bg) level of 587 mg/dl. The customer reported that they had ketones, but their health care provider (hcp) did not identify them as dangerous. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged the next day, (B)(6) 2025 with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.